Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue through system troubleshooting. In conclusion, system hardware - associated with the clogged peristaltic pump tubing - is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported out of range high troponin I (access accutni) quality control (qc) results for all three levels involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Four elevated initial patient results were released from the laboratory and questioned by the physician. The patients' samples were then sent to another facility, tested on an alternate instrument, and generated negative results for all four patients. The customer is unaware of any change or impact to patient care associated with this event. There has been no report of patient injury. The customer attempted to recalibrate the assay but it failed with a maximum percent coefficient of variation (%cv). System check failed the high washed mean portion. The patient' samples were collected in becton dickinson lithium heparin tubes and centrifuged at 5,586 rpm (rotations per minute) for five minutes, at room temperature. No sample integrity issues were noted. The customer stated the facility's biomedical engineer discovered clogged peristaltic pump tubing and replaced the tubing to resolve the issue. System check, performed following service, passed within specification. The instrument was returned to normal operation.